Event description:
It was reported that the helix mechanism malfunctioned at implant attempt. The lead was later returned with a report that upon implant and adjustment of lead, the helix appeared to "stretch." The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found, however helix distorted/bent and damaged at implant; helix does not fully retract due to being bent; full lead returned and analyzed.